Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device fire the clip and the clip did not form? No information. Did an unformed clip drop or eject from the device? No information. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.